Manufacturer narrative:
Technician found the pc board had corrosion build up at the contact point due to fluid ingress. Replaced the pc board did function check to resolve this issue.

Event description:
Complaint alleged that there was no control function on left siderail.